Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, the pump failed the sleep current measurement and active current measurement due to a problem isolated to pcb1. (B)(4).

Event description:
Information received by medtronic indicated that the battery of insulin pump had short lifetime. Customer stated the battery did not last more than 1 week. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.